Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Review of the device history records by lelocle found no discrepancies. Although the complaint is non-verifiable, initial implant placement and bone quality are contributing factors. Also, the surgical technique for the atn system recommends tapping of the femoral head before insertion of the lag screw. The atn lag screw is not self-tapping. If the femoral head is not tapped before lag screw insertion, the lag screw forces the bone in the femoral head to be pushed away from the lag screw thread. The threads will not purchase into the bone and there is not adequate support to hold the lag screw in the femoral head. If the lag screw is inadequately fixed into the femoral head, lag screw backout can occur. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
It was found through x-ray pictures that the lag screw and anti-rotation screw were backed out. The patient had a pain.